Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at approximately one-thirds deploy ment, the valve was determined to be at an inadequate depth and was subsequently recaptured. After the recapture, the delivery catheter system (dcs) would not open. It was noted that the dcs capsule was damaged. The femoral access site was surgically opened to remove the dcs, and a new dcs was used to complete the procedure. It was reported that there were no loading difficulties noted, and there was no difficulty inserting the dcs into the access site. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject dcs was returned to medtronic for analysis. The device was received with the capsule separated, confirming the reported event. Capsule separation historically has occurred due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly or if the patient¿s anatomy is difficult. No procedural images or fluoroscopic load check images were submitted to medtronic for review; therefore, it cannot be independently determined if the valve was correctly loaded onto the dcs, or if the patient¿s anatomy was calcified or tortuous. It was reported that there were no loading difficulties noted, and there was no difficulty inserting the dcs into the access site. Bunching of the stability layer was observed on the returned device. This indicates that excessive force may have been used when advancing the dcs to the implant site, however as no procedural images have been provided, this cannot be confirmed. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. And e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. Damage was noted on the surface material along the distal portion of the outer shaft, close to the capsule. The reported event for positioning difficulties could not be confirmed in the analysis. The reported event for unable to deploy and capsule separation could be confirmed in the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.